Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pinhole leak was observed with a intriavia empty container.there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak test and visual inspection were performed and noted a leak from the seam around the medication port. The reported condition was verified. The cause is attributed to the material used in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.